Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported leak was determined to be a potential product quality issue. The investigation could not conclusively determine a root cause for the issue. Man (ash) relating to the punctured area was retained as a source of the leak, with man (user) retained as a potential contributing factor due to inherent handling that potentially weakened the punctured area. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), the hemostasis valve leaked. Troubleshooting was performed, but the issue was not resolved. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.